Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5 x 19 mm graftmaster stent was used to treat a perforation that occurred in a saphenous vein graft (svg) to the obtuse marginal (om1). An attempt was made to cross with the graftmaster stent delivery system (sds) for treatment; however, it did not cross. The graftmaster sds was removed and additional dilatation was performed, after which the graftmaster was able to cross. The stent was implanted and successfully sealed the perforation; however, the patient had a drop in blood pressure and went into cardiac arrest. CPR was performed; however, the patient passed away. In the physician's opinion, the graftmaster did not contribute to patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the unemployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The reported patient effects of death and hypotension are listed in the graftmaster IFU, as known patient effects of coronary stenting procedures. The investigation determined the reported physical resistance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.